Manufacturer narrative:
Product type: lead, product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015.

Event description:
Additional information was received from the patient. It was reported that the patient was attacked by a dog and had to get a lead replacement. The patient was in a lot of pain because they had to dig through a lot of scar tissue according to the managing health care professional. The patient noted (B)(6) 2015 as the time when the pain should have been subsiding.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID 97754, serial# (B)(4), product type: recharger. Product ID 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer reported that she fell and stated that the stimulation was not covering the affected areas afterwards. The patient stated that a dog caused the fall on concrete and the stimulation changed. They tried reprogramming two times without success. X-rays were taken and noted that the leads have migrated from the top of t8 to t10, both leads. There is a lead revision scheduled for (B)(6) 2015. The issue was not resolved at the time of this report. The patient was alive with no injuries at the time of this report. If additional information is received a supplemental report will be submitted.